Manufacturer narrative:
Pump was received with unresponsive buttons due to keypad connector lcd board unlocked. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The wife reported via phone call that the customer had a keypad anomaly. The wife stated the act and escape button was not responsive. It was also found the customer was unable to clear a check blood glucose alarm due to the keypad anomaly. Customer's blood glucose was 126 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.